Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2017 after episodes of noise was noted through a remote transmission from (B)(6) 2017. The atrial lead and right ventricular lead exhibited noise oversensing. No patient symptoms due to the noise oversensing were noted. During the check it was noted that everything appeared to be fine with the leads and it was suspected that the patient may have been asleep at the time of the episodes. The cause of noise was unknown. The patient would continue to be monitored.